Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation connected to a viaflo bag and with the blue cap on the luer lock. Upon priming the device a leak was observed from the blue cap. Microscopic inspection of the cap showed that the filter was incorrectly welded to the cap. The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked at the male luer lock. This occurred after priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.